Manufacturer narrative:
The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified de novo left anterior descending artery that was 99% stenosed. The lesion was predilated and then a 4x23mm xience prime stent was implanted. Post stent implantation, an edge dissection was noted. Another stent was used to cover the dissection and successfully complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.